Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1411407) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The following information was reported: while removing the mynx ace 6f/7f device, button 33 would not slide backwards. Manual compression was applied for 5 minutes. Procedure: interventional peripheral.